Event description:
The customer reported having unexplained high blood glucose for the past month. Troubleshooting was performed. The customer's most recent glucose reading was 341mg/dl. The customer stated that the infusion set was changed to resolved the issue. The programming on the insulin pump was correct. Ran a fixed prime and passed. Performed a high pressure test and the test failed. Advised the caller to contact her doctor regarding the high glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.